Event description:
Customer upset unit by riding into curbing. Three days later, they fell and sustained a broken hip. They believe initial fall contributed to broken hip. No supporting documentation.